Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system was explanted secondary to infection.

Event description:
Updated information: please note that this lead is not manufactured by boston scientific. Therefore, the initial report was not required to be submitted from boston scientific.